Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-9811 probe head fell off while in use. Case involvement, broke inside patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The device was not received for evaluation and no photo was provided. This is a supplier manufacturing issue captured on ncr-20813.